Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The omnilink elite instruction for use (IFU) states: do not attempt to pull an unexpanded stent back through the introducer sheath / guiding catheter; dislodgment of the stent from the balloon may occur. The dislodgment likely occurred due to the IFU deviation. The investigation determined that the reported difficulties are related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a moderately calcified, heavily tortuous left subclavian artery intervention, the 6.0 x 39 omnilink elite stent delivery system (sds) was unable to cross through a previously implanted stent and get to the lesion. The sds was removed from and re-inserted into the anatomy three times. After the last removal and re-insertion, the stent was no longer on the delivery system and could not be located, but it was suspected to have dislodged inside the 7 french sheath. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.